Event description:
It was reported by the hospital that the patient underwent a knee replacement on an unknown date. Subsequently a revision procedure was performed on an unknown date due to posterior impingement on inlay.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.date of event - unknown. Implant date - unknown. Explant date - unknown.

Manufacturer narrative:
The explanted product has been returned and evaluated. Radiographs have been supplied, however it is not clear when they were taken and it is difficult to assess the component positioning and alignment although there is possibly some evidence for overhanging bone or cement from the tibial tray, which could have caused the impingement. The posterior aspect of the tibial tray did exhibit some scuff marks which could possibly be indicative of posterior impingement or third body wear, however, given the bearing may have been in use in vivo for nearly ten years, both the tibial and femoral bearings were still in good condition. Without further information, there is insufficient information with which to determine the root cause of the reported posterior impingement, however it is possible that bone or cement overhanging the tibial component may have contributed.